Event description:
It was reported that during a laparoscopic cholecystectomy the clips were applied on the cystic vessels. The clips from the two appliers were slipping and falling. The case was completed with another clip applier with no pt consequence.